Event description:
Noted 1 inch cautery burn on right groin of pt during surgical procedure. Surgeon excised area and placed suture in right groin. About this time, set right elbow down on the drape over the pt's hip. The bovie electrocautery was hidden beneath there. The bovie was turned on by this movement and burnt a linear incision at the right anterior hip measuring about 2 inches in length. This was excised and closed with running 3-0 and 4-0 absorbable suture.